Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced loss of stimulation due to lead migrated out of the epidural space. The patient underwent an explant procedure and was doing well postoperatively.